Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawers 4.1 and 4.2 rails were malfunctioning, causing the drawers to extend excessively and expose the controllers. A field service engineer (fse) replaced the drawer slide rails. The drawers were tested using hardware test application (hta), and the customer completed inventory verification. The station was confirmed to be functioning as designed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, light bulb in the pyxis tower had burned out, and auxiliary drawer 4.1 continued to fail cubies. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.